Event description:
It was reported that a cardiac arrest and death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Following the procedure, the patient woke up and went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed unsuccessfully and the patient died. The autopsy revealed no effusion, no pulmonary embolism, no clots, and that the closure device was in place.